Manufacturer narrative:
The lot was manufactured between 29mar2019 and 31mar2019. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified locations. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.